Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began approximately 2 months prior to contacting lifescan. The patient stated that the subject meter displayed the message "strip error, please use another strip". The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took her usual dose of medication (including sliding scale) in response to the alleged product issue (date/time not provided). The patient claimed to have developed the symptom of "dizziness" 2 days after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet lifescan's criteria for a serious injury. The patient did not receive any treatment. The alleged product issue was not resolved during troubleshooting.